Event description:
It was reported that the patient told the clinician that settings were adjusted on the cardiac resynchronization therapy defibrillator (crt-d), and they have been feeling increased shortness of breath and increased generalized weakness since. It was noted that the left ventricular (lv) lead trends revealed high and variable threshold measurements. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient told the clinician that settings were adjusted on the cardiac resynchronization therapy defibrillator (crt-d), and they have been feeling increased shortness of breath and increased generalized weakness since. It was noted that the left ventricular (lv) lead trends revealed high and variable threshold measurements. The device and lead remain in use. No further patient complications have been reported as a result of this event. It was additionally reported that phrenic nerve stimulation from the lv lead had been observed during a recent office visit. No programming adjustments were made.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.